Event description:
"Getting hot" is the reported reason for repair. On follow up conversation with the hosp, a person said that attachment overheated during case, surgeon wrapped towel around motor to prevent hands from burning because back-up attachment was out of service. No pt/user injury occurred.